Event description:
The company was informed of an alleged incident via email from apria on (B)(6) 2013. The email describes the alleged incident as the following: from the apria report: "patient/vendor states that on (B)(6) 2013 we (apria) received a call from representative at the (B)(6) stating the following: the mother for one of our liquid oxygen patients called. Mom stated their home health nurse at their home filled the liquid portable, c-1000 and hung it on the patient's wheelchair. Mom said the nurse stepped away to go to the bathroom and when she returned the patient had "vapors" coming out of his mouth and liquid o2 was coming through the nasal cannula. The cannula was frozen to his face and neck area. The patient was taken to local hospital but from there, transferred to (B)(6) medical center burn unit/ICU. As of today, (B)(6) 2013, the patient is still in ICU." The company later received the serial number of the unit involved. The company has provided return information to apria so evaluation can be performed on the unit.